Event description:
As reported: "during insertion of 260mm gamma3 long nail, the bone had a hairline fracture. The 260mm nail was removed and the 320mm nail was inserted instead to complete the procedure."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during insertion of 260mm gamma3 long nail, the bone had a hairline fracture. The 260mm nail was removed and the 320mm nail was inserted instead to complete the procedure."